Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed and switched to safety mode. The ventilator device had 'suctioning tool' and 'nbc filter' options installed. Various alarms were observable both visually and through hearing. Tf341009 (pventpressuresensordefect), tf346054 (safetyfailuredetected), te231036 (pventpressuresensordefect), tf 385002 (safetyfailuredetected) and the patient alarms pa141024(pressurelow), pa141052(peeplow), pa 141005(expminvollow, pa141064 (vtlowpriorityhigh) the device log files were provided to hamilton. Various loss of pressure alarms are noticed in the events logs. There is patient involvement reported. This event occurred during ventilation. There was need for medical intervention reported but not further explained. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed and switched to safety mode. The ventilator device had 'suctioning tool' and 'nbc filter' options installed. Various alarms were observable both visually and through hearing. Tf341009 (pvent pressure sensor defect), tf346054 (safety failure detected), te231036 (pvent pressure sensor defect), tf 385002 (safety failure detected) and the patient alarms pa141024(pressure low), pa141052(peeplow), pa 141005(expminvollow, pa141064 (vtlow priority high) the device log files were provided to hamilton. Various loss of pressure alarms are noticed in the events logs. There is patient involvement reported. This event occurred during ventilation. There was need for medical intervention reported but not further explained. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.